Event description:
I had lipo 360 and renuvion/j plasma. The part on my lower back had a bad side effect. Immediately after the surgery, my lower back area was incredibly more red and traumatized in the whole rest of my body. There were distinct red marks all over my lower back. That area was the most painful and is taking the longest to heal. There was a distinct discoloration of red, and now it has turned to more of a deeper red at times and a brown. I am five weeks out from the surgery and, the exact pattern of the redness that was present directly after surgery is now appearing like stained brown skin, and it has completely changed the color of my skin. Additionally, my back area there is still very numb and way far behind the rest of my body in regards to healing. It's still very painful and I'm not able to carry on all my day today activities as I am not healed enough in that specific area even after five weeks. The marks look like they're from the cannula and in some areas you can specifically see streaks that are cannula shaped, the brown discoloration exactly match is the dark/bright red discoloration that was present immediately after surgery. I have pictures from immediately after surgery and have documented everything up until today.